Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. Reportedly, the customer changed out the cartridge multiple times; however, was unable to observe insulin dripping out from the end of the patient line. During troubleshooting with tandem technical support, the customer attempted a new cartridge from a different box of cartridges, and was able to complete the load process. There was no impact to the customer's blood glucose level.